Event description:
In 2006, a gore tag thoracic endoprosthesis (tg3410/lot# 03682068) was implanted to successfully repair two saccular aneurysms of the descending thoracic aorta. Five months later, the pt was admitted to the hospital for abdominal pain and hematemesis. The pt went into cardiopulmonary arrest secondary to massive internal hemorrhage and expired.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.